Event description:
Patient's mother contacted dexcom on 05/26/2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient's mother indicated that medical intervention was required but did not provide any details. Additionally, the patient's mother tested the receiver and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4).